Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator is failing the active exhalation performance verification testing. There was no allegation of harm or serious injury reported. No medical intervention was specified. The customer (biomed) has taken responsibility for repairing the device. During the evaluation of the device at the customer site the biomed replaced the aecm proportional valve returning the device to full functionality.